Event description:
Additional information: it was reported that the pump was revised on (B)(6). Upon opening the pocket it was found that the pump was correctly connected to the catheter. The catheter was then disconnected and cerebrospinal fluid (csf) drainage from the proximal end of the catheter at the level of the sutureless connector was observed and therefore it was concluded that no kinking or occlusion occurred. At this time it was decided to replace neither the pump nor the catheter. On (B)(6) the patient returned for a follow-up and the pump was again full of drug while the patient complained of lack of pain reduction. The physician decided to replace the pump with a new pump (date was unclear). Following the pump replacement, the dosage was reduced due to "great effect". It was also noted that pump logs showed a motor stall occurred on (B)(6) and recovered approximately one hour later.

Event description:
It was reported the patient experienced a return of pain; less than 50% therapy relief. A volume discrepancy was reported. At the first refill on (B)(6) the actual residual volume (arv) was 18 ml; the expected residual volume (erv) was 5ml; on (B)(6) the arv was 20 ml; the erv was 4.4 ml. They attempted to aspirate the drug from the catheter access port (cap) "but they could aspirate about 0.2 ml of liquid finding a lot of resistance". "They tried to inject into the cap contrast liquid and they noticed that the few ml injected reached the connector between spinal and pump segments and could not advance anymore, so they concluded that presumably the kinking/occlusion was at that level of the connection". They performed a dye test and from x-rays there seemed not to be any misalignment; when they revise the implant the plan was to verify it. Patient status was "alive - no injury/no adverse event" a revision was planned. The pump was delivering morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# unk, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.